Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs depicting a powerpicc catheter. The photographs appeared to depict two different regions of catheter shaft. Partially circumferential splits were observed within the depicted regions. Depth marking wear was observed in the vicinities of splits. The split edges appeared lighter in color than the surrounding material. The first split appeared diagonally aligned and the second appeared circumferentially aligned. While catheter damage was evident in the submitted photographs, inspection of those photographs was insufficient to identify the cause of the splits. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include material fatigue failure and sharp instrument contact. A lot history review (lhr) of recz2063 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient with lung cancer had a PICC catheter inserted due to chemotherapy requirement. The catheter is a 4fr monolumen 3cg on (B)(6) 2020, lot recz2063 and expiration date 11/30/2020. It was implanted as a single puncture, there was no complication reported during the implant procedure, catheter was cut in 30cm. Since the implant date, there was no complication event reported, during the healings performed there was no resistance to saline/medications infusion observed, it was always keeping venous return and permeable, till (B)(6) 2020, when there was a healing procedure scheduled where it was observed during the irrigation moment, that there was a leakage in the insertion local. It warned for a withdrawn decision, observing catheter rupture in locations of approximately 3 and 6 cm, besides multiple kinks in catheter path. It was cleaned and disinfected and let dry, it was performed its package, and explained to the patient refers to understand. The patient has never ever gotten hospitalized, has always been managed as ambulatory manner. It was reported the patient requires a new catheter PICC insertion due to her chemotherapy treatment, and due to her hard venous access it is being scheduled to her next chemotherapy session. It was stated the customer does not find any explanation since it was reported that the user responsible for the catheter implant reports that all proper techniques have been followed regarding the device insertion.